Manufacturer narrative:
Concomitant products: evolutr-26-us valve implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing on presenting and stored electrograms (egm) resulting in recording of false atrial tachycardia/ atrial fibrillation (af) episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.